Event description:
It was reported that the patient went into (B)(4) and their device was turned off, stated as "knocked out." The patient experienced a loss of therapeutic effect and their tremor seemed to be isolated to the right side of the patient's body. It was suspected that this was due to electromagnetic interference while passing through a security gate. The patient programmer showed that the neurostimulator in the chest area was "on," but the battery indicator light did not come on. Upon interrogation of the neurostimulator in the abdomen, the patient programmer did not show that the neurostimulator was on, or that it had a good charge. The patient had an appointment scheduled to see their physician. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2009, : product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot# v239703, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot# v239703, implanted: (B)(6) 2009, product type lead. (B)(4).